Event description:
Legal counsel for patient reports that patient underwent total right hip arthroplasty on (B)(6) 2009. Legal counsel for patient further reports patient allegations of pain, difficulty walking, inflammation, problems sitting and elevated metal ion levels. No revision has been alleged at this time. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur: ¿elevated metal ion levels have been reported with metal on metal articulating surfaces.¿ this report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-04294 / 04296). This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.